Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hub / collar separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and hub / collar separation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that the safety shield on the bd vacutainer® eclipse¿ blood collection needle detached during use. The following information was provided by the initial reporter: "multiple phlebotomist have been experiencing issues with the safety shield detaches since last week."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [9249095] was not found for the reported catalog # [368608]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the safety shield on the bd vacutainer® eclipse¿ blood collection needle detached during use. The following information was provided by the initial reporter: "multiple phlebotomist have been experiencing issues with the safety shield detaches since last week."